Event description:
It was reported that the autocat 2 wave console was experiencing frequent helium lost alarms. Troubleshooting commenced, but the clinician could not determine the source of the helium loss alarms. There was no blood in the helium tubing. The iab has been in use for two days prior to helium loss alarms. The patient had been experiencing a lot of ectopy and in the absence of blood in the helium tubing they contributed the alarms to ectopy. The night shift stated that in the middle of the night, a rupture was suspected as the blood was "pouring" back into the console. The console was immediately turned off and the balloon was discontinued.there were no reported patient complications. Hospital biomed is cleaning/repairing the console. Upon inspection by the clinician, it appears the membrane separated from the tip of the catheter. Follow-up report will be filed when evaluation is complete.